Event description:
Corknot needles wouldn't load properly into delivery device. Wouldn't seat as needed. No patient harm. New box opened. Manufacturer response for cor knot needle device, (brand not provided) (per site reporter). Vendor assigned a complaint/rga number and requested product to be returned for investigation. Credit to be provided.